Event description:
It was reported, the flex deflectable videoscope had the image disappear during use. The issue occurred during an unspecified procedure. There were no reports of patient harm. The procedure was completed with a similar device.

Manufacturer narrative:
The device was returned and the evaluation found the image was not displayed and an e216 (scope communication error) occurred due to damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely a faulty image sensor caused or contributed to the reported event. The specific cause of the faulty image sensor was not established however, stress of repeated use, external factors or handling of the device, the image sensor unit was damaged or the electrical circuit board was broken, which may have resulted in the subject event. Olympus will continue to monitor field performance for this device.